Event description:
It was reported that the alarm volume on a spectrum iq infusion pump was too quiet. Further described as 'can't hear button presses'. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem of 'alarm volume is too quiet, can't hear button presses' was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the rear case speaker loose inside the case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.